Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse inspected the cup transfer assembly and found the belt for the y-axis was too tight. The fse slightly loosened the tension on the belt then checked and verified the alignments for the cup transfer. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4141 c.trans-y home detect error was the cup transfer y-axis belt was too tight.

Event description:
On (B)(6) 2017, a customer reported error 4141 c.trans-y home detect error on the aia-900 instrument. The customer heard a loud noise from the arm that moves the cups back and forth. The customer is unable to run patient samples on estradiol (e2), prolactin (prl), and pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, prl, and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.